Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00804021 case subject: npi 8100 rate accuracy. Account name: foothill presbyterian hospital account #: 10033972 asset name: 8100 pump module v8.5.29.0 (v9) asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer recognizes the system maintenance rate accuracy test locks up during verification (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: pm testing case resolution: customer recognizes the system maintenance rate accuracy test locks up during verification. Explained to customer the work-around to eliminate the pop-up message during rate accuracy test. Customer is to retry process, and retest unit. They will call back, if experiencing any further issues. End call. Ref:_00d30y0yr._5000l1ktqnb:ref